Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was playing outside with children at a summer camp. He could not clear the alarm. The customer replaced the battery and the insulin pump alarmed battery out limit. The insulin pump may have been exposed to moisture while playing sports and he could have fallen on the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.